Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male on an impella 5.5 for support during high-risk procedure. During support, placement signals were erratic with position alarms. There was no patient harm. The patient remains on support.

Event description:
The patient had a good outcome and the device was successfully weaned/explanted.

Manufacturer narrative:
Additional information received; b5 and d6b updated. Correction: e4.